Manufacturer narrative:
(B)(4).

Event description:
Per report, one avp2 was percutaneously removed on (B)(6) 2016; this second avp2 was removed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Note, this MDR is related to report 2135147-2016-00048.

Event description:
A patient who had undergone a non-sjm mvr presented with a residual paravalvular leak and three amplatzer vascular plug 2s (avp2) were selected for use on (B)(6) 2015 to close the pvl. The procedure was successful and the mitral regurgitation was reduced to trace. In (B)(6) 2015, a follow-up echo confirmed the plugs remained in good position. On (B)(6) 2015, the patient presented with shortness of breath and claudication and echo confirmed a significant paravalvular leak in the area where two 8mm avp2 plugs had been implanted. Fluoroscopy was performed and the two avps had migrated, one to each lower extremity. A duplex ultrasound revealed collaterals had formed around both devices. As the patient had an elevated inr, the user elected to delay intervention until the inr was sub-therapeutic at which time they would attempt to percutaneously retrieve the two avp2 devices. Per report, one avp2 was percutaneously removed on(B)(6) 2016; the second avp2 remains implanted and will be removed in the future. The non-sjm valve and the third avp2 remain in the mitral position.